Event description:
Procedure: ds. According to the reporter: both of the devices did not work properly. The staff had difficulty toggling the needle, the black handle goes up. To complete the case, the doctor used a third device, this one worked well. The operating room time was delayed by more than 30 minutes. There was no additional blood loss and the patient status is good. Additional information has been requested.

Manufacturer narrative:
(B)(4)